Event description:
It was reported that during a laparoscopic procedure, the bottom of the pouch ripped when it was being closed. The device was used as-is. There were no adverse consequences for the patient. The doctor commented that nothing had been caught in the pouch

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn bag. The analysis results of the device found that only the bag was received for analysis. Further evaluation found that the bag was torn at seam (bottom) and fully cinched. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
Customer reports when screwing of the distal luer lock, the ring that supports the luer cracks and slides along the tubing. Disconnection of the set is then impossible. A braun 3 ways stopcock is used in conjunction with the reported set. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available.